Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. Sixteen days post-implant, the consumer reported an unspecified difficulty with the device. The manufacturer representative advised reprogramming. The patient was scheduled for evaluation and possible reprogramming. The event resulted in an unscheduled clinic or office visit, and the patient's device was reprogrammed on (B)(6) 2017. The patient also reported on (B)(6) 2017 there was difficulty charging the device. This was secondary to the slight angle of the device position and a post-operative seroma that was revealed by an examination. The seroma was related to the implant procedure / incision site and device tract of the ins pocket and was aspirated (12 cc of fluid) at this visit on (B)(6) 2017. A steroid and anesthetic were injected into the ins site to necrotize the fat in an effort to position the device into the appropriate position. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the symptoms resolved on (B)(6) 2017 after the intervention. In regards to the cause of the slight angle of the device position, the cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.